Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported their blood glucose rising to 600 mg/dl. Customer reported their blood glucose declining to 400 mg/dl later on. Customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's drive support cap was protruded. Customer reported dropping the insulin pump. The customer could not recall pressing on the drive support cap while connected. Customer stated their blood glucose declined to 294 mg/dl at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Drive support disk was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window and cracked battery tube threads.